Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Clinicians reported instances of leakage from the base of the phaseal injector during certain subcut injections. They stated trastuzumab is an example of a medication that will leak through the injector.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Clinicians reported instances of leakage from the base of the phaseal injector during certain subcut injections. They stated trastuzumab is an example of a medication that will leak through the injector. No further details available as clinicians stated the issues happened months to years ago. Please follow up with rep and ask if we can at least identify if the injectors were properly assembled to a mating phaseal device when the leakage occurred 28aug2024: please follow up with rep and ask if we can at least identify if the injectors were properly assembled to a mating phaseal device when the leakage occurred 30-aug-2024 - received an email response from complainant for information. Yes they were attached to a phaseal connector and the connector attached to a subcut needle.